Manufacturer narrative:
Follow-up #1: date of submission 03/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: on examination the keypad was intact and without damage. On testing, the ok button was over-responsive. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed the ok button contact was cracked. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.